Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient suffered from an infection. Vegetation was noted on the right atrial lead. The physician believed that an infection that was in his foot traveled and seeded on the lead. The system was explanted. The patient was stable.